Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing and the lens was damaged. Functional testing involved accuracy testing and showed that the device was three percent above normal but within the six percent tolerance. The investigation determined that the expulsor was the cause of the reported issue. The expulsor was trimmed. Based on evidence and investigation, the complaint allegation was confirmed. Updated: device evaluated by MFR.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was over infusing. No patent was involved in this event. No adverse effects were reported.